Event description:
During a patellar ligament repair a polyetheretherketone screw was utilized. The initial sized polyetheretherketone screw was not an adequate fit and as the surgeon removed the screwdriver/guidewire/polyetheretherketone screw, it was noticed that the screw was no longer on the end of the screwdriver. Review of the surgical site and surrounding areas did not locate screw. Xr, c-arm, fluoroscopy unable to identify retained foreign object. Magnetic resonance imaging after case did locate plastic screw within patellar pouch.